Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03797 & 0001825034-2017-03798.

Event description:
It was reported a patient underwent hip revision approximately six years post-implantation due to pain, fluid around the hip joint, malposition of the cup and elevated metal ion levels. During the procedure, the there was a moderate amount of tan colored joint fluid consistent with metallosis and metal stained tissues and cavitary defects in the acetabulum behind the cup after removal were noted. The modular head and cup were removed and replaced. A poly liner was implanted. Attempts have been made and no further information has been provided.